Event description:
After inspection of the box prep area of the distal femur, the surgeon noted the condyle had cracked. The surgeon stated that he does not believe any of the instruments caused the crack and that it was an inadvertent bone quality issue. The surgeon changed the surgical plan and cemented the femur.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown chisel. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.